Manufacturer narrative:
Event date is approximate. The diamondclean smart charger is an accessory to the diamondclean smart power toothbrush system. No charger model or serial numbers were provided.

Event description:
The consumer reported that their diamondclean smart toothbrush charger burned their outlet causing property damage. No injuries were reported.

Manufacturer narrative:
Catalog number, serial number and model number were identified and updated during analysis. Device manufacture date identified during analysis. Analysis results: the root cause of the customer¿s complaint is a burned charger.

Manufacturer narrative:
Analysis results: the charger was sent to the vendor for further investigation. No functional failure was found with the device. Evidence of the outlet short and arc was confirmed however, the burned trace marks do not appear to come from the charger itself.